Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon examination of the device, physio-control observed that the unit would initially lock-up, then reset itself. After resetting itself, the device would stay powered on but it would not charge in order to defibrillate when prompted. The device went straight to shock, but with no energy stored, no defibrillation energy would be delivered.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio replaced the power supply assembly and re-seated all necessary cables. After that portion of the repair, physio observed that the device would then charge and provide defibrillation when prompted. At this time, physio is unable to pinpoint the cause of the failure to charge. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
To resolve the reported lock-up failure, physio-control replaced both the system controller (sc) and user interface (ui) pcb assemblies. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.